Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the customer had blood glucose levels of 400 mg/dl. It was also mentioned that there were air bubbles in the tubing. Troubleshooting occurred. No significant event leading up to the incident was mentioned.